Event description:
The patient felt that connection between connector of the solution bag and supply line of the homechoice cassette was not tight when he connected the two components each other. There was no patient injury or medical intervention related to this issue.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.